Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding screw(s) that were being replaced in a screw rack that were found to be too big. As the screw rack was being refilled, screw(s) (number of screws not provided) did not fit in the screw rack holes. No additional information was provided.

Manufacturer narrative:
This device issued for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation noted the screws were mis-labeled. Steps have been taken to correct this situation in the future.

Manufacturer narrative:
The device was used for treatment not diagnosis. Subject device has been received and is currently in the evaluation process. A review of the device history record has been requested.